Event description:
It was reported that a MitraClip procedure was performed to treat functional mitral regurgitation (MR) with a grade of 4 on a patient with a restricted posterior leaflet. A steerable guide catheter (SGC) and a MitraClip XTW clip delivery system (CDS) were prepared for use and inserted. However, the physician was not confident of how much the SGC was inside the left atrium, therefore a decision was made to remove the CDS in the SGC to check how much the SGC was left. However, while retracting the CDS into the SGC, the mesh of the CDS became trapped in the SGC tip, resulting in clip damage (damage to one arm tip cover). It was noted that the mesh was pulled off the clip arm at the tip of the clip arm. The CDS was removed and replaced. One clip was then implanted, reducing MR to a grade of 1. It was noted that the SGC was observed to be intact and not damaged. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
IT WAS REPORTED THAT A MITRACLIP PROCEDURE WAS PERFORMED TO TREAT FUNCTIONAL MITRAL REGURGITATION (MR) WITH A GRADE OF 4 ON A PATIENT WITH A RESTRICTED POSTERIOR LEAFLET. A STEERABLE GUIDE CATHETER (SGC) AND A MITRACLIP XTW CLIP DELIVERY SYSTEM (CDS) WERE PREPARED FOR USE AND INSERTED. HOWEVER, THE PHYSICIAN WAS NOT CONFIDENT OF HOW MUCH THE SGC WAS INSIDE THE LEFT ATRIUM, THEREFORE A DECISION WAS MADE TO REMOVE THE CDS IN THE SGC TO CHECK HOW MUCH THE SGC WAS LEFT. HOWEVER, WHILE RETRACTING THE CDS INTO THE SGC, THE MESH OF THE CDS BECAME TRAPPED IN THE SGC TIP, RESULTING IN CLIP DAMAGE (DAMAGE TO ONE ARM TIP COVER). IT WAS NOTED THAT THE MESH WAS PULLED OFF THE CLIP ARM AT THE TIP OF THE CLIP ARM. THE CDS WAS REMOVED AND REPLACED. ONE CLIP WAS THEN IMPLANTED, REDUCING MR TO A GRADE OF 1. IT WAS NOTED THAT THE SGC WAS OBSERVED TO BE INTACT AND NOT DAMAGED. THERE WERE NO ADVERSE PATIENT EFFECTS AND NO CLINICALLY SIGNIFICANT DELAY IN THE PROCEDURE.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning of the anatomy could not be determined. The reported difficulty removing the CDS from the SGC appears to be associated with failure to straighten the SGC prior to CDS retraction. This procedural issue resulted in the CDS mesh becoming entrapped in the SGC tip, causing damage to one clip arm tip cover. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error did not straighten the SGC Guide. There is no indication of a product issue with respect to manufacture, design or labeling.